Event description:
Boston scientific received information that one week post implant the patient with this right ventricular (rv) lead was experiencing chest pain. A x-ray revealed the distal lead tip in a wrong orientation and possible lead dislodgment. The pacing threshold measurements had increased and there was also loss of capture. A revision procedure was performed and this lead was removed and replaced with another lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
------

Manufacturer narrative:
This lead was explanted and is not in service. Upon receipt at our post market quality assurance laboratory, this lead will be analyzed and this investigation will be updated.